Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to power up) has been confirmed. Upon investigation, there was liquid contamination on the battery board and the power supply brick was defective. The cause for the failure was isolated to the contaminated battery board and the defective power supply brick. The root cause for the contamination was ingress of an unknown liquid. The root cause for the defective power supply brick could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A u.s. Distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to power on.